Manufacturer narrative:
It was reported that the device was explanted on (B)(6), 2023, due to alleged interference with the contralateral implant. There are no plans to re-implant this ear with a new implant as of the date of this report. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on august 11, 2021.

Event description:
Per the surgeon, the patient experienced non-auditory stimulation due to migration of the electrodes. It is unknown if there are plans to reimplant the patient as of the date of this report.